Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot numbers, reader serial number or cartridge serial numbers were not provided.

Event description:
Customer reported receiving suspected false positive results on an unknown date using the cue covid-19 test for home and over the counter (otc) use (frequency, cartridge sns, lot numbers and reader sn not provided). Customer states he has no symptoms aside from a stuffy nose that he has had for awhile due to allergies. Customer states he has been using nasal spray for the allergies. No further information was provided regarding these false positive results.